Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device jaw could not be opened. It was not noted how the procedure was completed. Pt consequence unk.